Manufacturer narrative:
(B)(4). The device was evaluated by the service engineer. The alleged malfunction was verified. The touch frame printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator graphical user interface (gui)touch frame was defective. There was no patient involvement at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.